Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Hypotension, myocardial infarction, occlusion, thrombosis and death are listed in the xience prime long length everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with unstable angina. The procedure was to treat a de novo lesion in the mid left anterior descending artery with mild tortuosity and mild calcification. After pre-dilating the lesion, a 2.5x38mm xience prime rx stent delivery system (sds) was advanced toward the target lesion, the system was inflated and the stent was deployed. While post-dilating with an unspecified balloon catheter thrombus was noted via angiography and the patient was symptomatic with myocardial infarction, low blood pressure and no blood flow. No attempts were made to treat the thrombosis. The patient ultimately expired during the procedure. The official cause of death is st. Additional information was requested.